Event description:
It was reported that during a ptca/stenting treatment procedure, the tip of the pt2 moderate support 185 cm j-tip guidewire broke off inside the pt. The lesion being treated was in the obtuse marginal branch of the circumflex coronary artery. The physician had wired the lesion with the pt2 guidewire, and had successfully placed a cypher stent at the target lesion in the obtuse marginal branch. Then, the physician was attempting to maneuver the guidewire in order to treat the circumflex coronary artery. When he pulled back, it appeared that the the tip was hooked on the cypher stent in the obtuse marginal lesion. The tip of the wire was left in the stent strut. The physician attempted to snare the tip, but the angle was poor and he was unsuccessful. He maneuvered a balloon down to the site and inflated it minimally, which pushed the wire tip further down into the obtuse marginal branch. He then placed a cypher stent to sandwich the retained guidewire tip between the new and previously placed cypher stents.